Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Before test driving the system, the fse inspected the patient side cart (psc) for any physical damage or possible obstructions to arm 1 movement. The fse completed a full system test drive which included switching between both surgeon side consoles (sscs) and testing multiple test instruments on arm 1 of the psc. Arm 1 was found to be responsive to all movements from the sscs. No obstructions were found on the sscs or master tool manipulators (mtms). The fse was unable to reproduce the reported issue on arm 1. The system was verified as ready for usage. System log review isi has reviewed the site's system logs with a procedure date of 06-mar-2020. No related system errors were found to have occurred during the surgical procedure. Additionally, the instruments used during this procedure were two cadiere instruments and one sureform 60 stapler instrument. One of the cadiere instruments was used in subsequent procedures. The second cadiere instrument was in its last use out of the 10 uses. The sureform 60 stapler instrument is a single use instrument and site reviews have shown that no complaints were filed against any of these instruments. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged the patient experiencing bleeding. The surgeon stated that the instrument/arm would not move or respond. At that time, the surgeon decided to convert to an open surgical procedure to address the bleeding. Based on the information provided the cause of the reported event is unknown. If additional information is received a follow-up MDR will be submitted.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that arm 1 on the da vinci system was non-responsive after a cadiere forceps instrument was installed. A vessel bleed was identified at the same time. The surgeon stated that the instrument/arm would not move or respond. At that time, the surgeon decided to convert to an open surgical procedure. Though it was reported that there were no injuries, it is alleged that the patient experienced bleeding. The or staff reported that all other arms were working normally at that time. On 26-mar-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr, who was present during the procedure, provided the following information; it was stated that the patient underwent a sleeve gastrectomy procedure and the surgeon hit the short gastric artery when he was about to fire a sureform 60 stapler instrument. As a result, the patient experienced bleeding. The csr stated that the cadiere forceps was installed, and it seemed like it was in order to control the bleeding. The surgeon applied pressure and then the procedure was converted to an open surgery. The csr stated that he left the or around that time, and hence he could not confirm if the bleeding vessel was addressed with sutures. The estimated blood loss is unknown at this time. There is a video recording of the procedure; however, the csr confirmed it is unavailable to isi for review. Isi has made additional attempts to contact the site and gather additional information. However, no new information has been obtained as of the date of this report.